Event description:
Customer reported finding device base without the device and noticing a sticky orange substance inside and out. After attempting to clean the substance, it could not be completely removed. Customer stated when plugging device into the wall, it began to smoke and they could smell smoke. Device was not in base at the time. A request was made for return product and replacement product was sent.